Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  During an evaluation of the electronic patient records, the reported issue also could not be verified.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, following a cardioversion procedure, their device lost power while monitoring.  Following the loss of power, the customer indicated that they were able to restore power and continue monitoring the patient.  The patient did not suffer any adverse effects as a result of the reported issue.   The customer was unable to provide any additional information on the patient or the event.